Event description:
The customer reported that the kilovolts values were greater than the values displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.